Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the shield was difficult to remove, then hub separated from device during use and stayed in shield with a relion® insulin syringe. The following information was provided by the initial reporter: material no.: 328512. Batch no.: 8351991. It was reported the needle shield is hard to remove then, once removed, the needle hub assembly stays in the shield.

Manufacturer narrative:
Investigation: customer returned (6) sealed polybags for 31g x 8mm, 0.3ml relion insulin syringes from lot 8351991, and (6) loose 31g x 8mm relion syringes from lot 8351991. It was reported that needle shield hard to remove, and when removed needle hub assembly stays in the shield. The 6 loose syringes were examined, and it was observed that 2 of the samples exhibited needle-hub/shield separation; no damage to the barrel tips was observed, and no separated needle-hub assemblies were returned. 30 samples from 3 of the returned, sealed polybags were tested to determine the shield removal force (specs: shield removal force for 0.3 ml syringe after sterilization is 0.85 to 5.95lbs) no manufacturing defects were observed on the 30 tested samples. The needle-hub/shield separation could be the reason why the customer would think the shields were difficult to remove/detach, as reported. A review of the device history record was completed for batch# 8351991. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failures process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, log book entries were looked at, nothing was found pertaining to this defect. Root cause for this defect cannot be determined.

Event description:
It was reported that the shield was difficult to remove, then hub separated from device during use and stayed in shield with a relion® insulin syringe. The following information was provided by the initial reporter: material no.: 328512 batch no.: 8351991. It was reported the needle shield is hard to remove then, once removed, the needle hub assembly stays in the shield.